Event description:
Reporter indicated that the pt was scheduled for vns therapy system explant due to infection. The infection was treated with antibiotics and explant of pulse generator and entire lead (including electrodes). The infection was present at the pulse generator/pocket. Neurosurgeon indicated that the pt is doing well and the infection has been resolved. Reimplant is planned, but not yet scheduled. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices. Investigation to date has been unable to determine the cause of the reported infection.